Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: suture failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture did not deploy. The physician rewired and hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. No additional information was provided.